Event description:
Pt infection. Implanted in 2004. Explanted 6 months later. Culture-mersa -staph aureus. One of 2 infections reported involving same surgeon. Questionnaire and white paper stent to customer.